Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb needle was loose and separated from the syringe. This occurred on 20 occasions during use. The following information was provided by the initial reporter: material no. 309623 batch no. Unknown. It was reported that consumer is having trouble getting caps off syringes. Also reported some needles appear to be loose and when shield is finally removed, the whole needle and needle base separates from syringe.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb needle was loose and separated from the syringe. This occurred on 20 occasions during use. The following information was provided by the initial reporter: material no. 309623 batch no. Unknown it was reported that consumer is having trouble getting caps off syringes. Also reported some needles appear to be loose and when shield is finally removed, the whole needle and needle base separates from syringe.